Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while on support, the impella device was alarming for suction and diastolic flows were decreased. Echocardiography was performed to confirm impella placement, and the impella was found to be too deep into the ventricle. Under echocardiography guidance, the physician attempted to pull the pump back for optimal placement, but pulled the pump too far back and it exited the left ventricle. The physician attempted to recross the aortic valve but was unsuccessful. The decision was made to explant the device.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.